Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap low anterior resection, the target tissue was uncut and not stapled at the first firing though a sound that the washer was cut was heard. Then, the housing of the second device was used with the anvil of the first device and the firing was completed without problem. The device was used between the rectum and the colon. Air leak test was negative. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived with the handles open; however the handle weld was noted to be sufficient. The anvil half washer was present and there were only (B)(4) staples present and protruding. This condition is possible that the returned anvil does not belong to the returned device. In addition the device was received with the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. No functional test was performed due the condition of the device. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. No incident related to the reported event was observed during the batch record review.